Event description:
Rptr alleges breast pain, swelling in axilla, arms, and neck and deflation of bilateral implants.

Event description:
Reporter alleges that patient's implants ruptured approximately 1 1/2 years ago and are leaking throughout the patient's system.